Event description:
Pt underwent a bosworth procedure with suturing of the ligament for a distal clavicle fracture and was implanted with 3.0ccs to be fixed with the lag screw and cancellous screws on (B)(6) 2012. Prior to starting rehabilitation, it was noted on an x-ray taken (B)(6) 2012 that the screw had broken. On (B)(6) 2012, surgeon removed the broken screw. During screw removal, part of the tip broke and was left in the pt. The broken screw was replaced with another screw.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.